Manufacturer narrative:
This product is not marketed in the u.s. Work order search: no similar complaint types were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated problems with a 12.6mm vticmo12.6 implantable collamer lens, -18/+2.0/x082 diopter. However, we received conflicting information regarding this lens. Reporter lists both eyes as being affected, states that the lens was neither implanted nor explanted due to high vault, pupil block, and elevated iop. Surgery date is listed as (B)(6) 2016, however, lens was not ship to the customer until (B)(6) 2016. Attempts to clarify have been unsuccessful.

Manufacturer narrative:
The replacement lens was submitted in the initial MDR, incorrectly. There are no adverse events associated with the replacement lens. (B)(4).